Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Tandem technical supported educated the customer to make sure to complete cartridge air removal step prior to filling the cartridge. Customer declined further assistance from tech support regarding issue. Additionally, the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address bg level. Tandem technical support performed a system check and performed a review of the pump data to determine a possible cause. Tandem technical support determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.